Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device doesn't recognize electrodes. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing electrode tray, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluated the electrode tray at the product assessment center (pac). The cause of the reported issue was isolated to the electrode tray, however further root cause could not be determined.

Event description:
The customer contacted stryker to report that their device doesn't recognize electrodes. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.